Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Device received from (B)(6) for servicing. During servicing it was found that the device had hose damage. The device was not used in surgery. It is unk if surgical delay, injury, or medical intervention occurred. There is no additional info provided.